Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual observation of the lead noted that the conductor coils was extremely stretched at the distal end and lead conductors have been pulled to the point of fracture. The insulation was torn and cut in a few places. Electro-cautery damage was distinguished.

Event description:
Boston scientific received information that a yellow alert was detected for low left ventricular (lv) lead intrinsic amplitude. Boston scientific technical services (ts) discussed that the daily intrinsic amplitude test may be measuring farfield signal or premature ventricular contraction (pvc). Ts further provided programming options. Additional information was received indicating that approximately two years later, this lead was explanted due to infection. No adverse patient effects were reported.